Event description:
Information was received from the healthcare professional via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was accidentally implanted with an expired battery and the patient was doing well when they saw him after surgery. The patient status at the time of the report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.